Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h2, h3 and h6. Corrected field: d2b, d4 and g4. The device was returned to olympus for inspection and the reported failure was confirmed. Upon inspection of the distal end of the insertion portion, the coil of the sheath is detached and a hole in the outer tube were discovered. Based on the results of the investigation, the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a bronchial endoscopic ultrasound under general anesthesia, following a puncture and several attempts, the spring between the sheath and the needle became detached from the device. It was not noticed immediately, but there was difficulty in puncturing subsequently. The detachment occurred after a hemorrhagic puncture. When taking another endoscope, the doctor noticed the anomaly and removed the spring with forceps. Bleeding was controlled. The procedure was prolonged for an unspecified duration and completed with an olympus back-up device. There were no reports of patient harm.